Event description:
The customer reported that free flow conditions occurred on a colleague infusion pump during patient use. The customer reported that a colleague pump was set up to deliver 44.9 ml of heparin to an unidentified patient at a rate of 50 ml/hr. One minute after the infusion was started, the set containing the heparin was discovered outside of the channel of the pump, and the 44.9 ml of heparin had been infused into the patient. There was no report of patient injury or medical intervention. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device is not available for evaluation. A follow up report will be submitted if the device becomes available upon completion of the evaluation or should additional information become available.